Event description:
(B)(4) the customer informed that the pronto m50 power wheelchair right brakes would not disengage, and it would only go in circles. He also informed that it was stored for about six years prior to trying to have it running. There was no injury reported.

Manufacturer narrative:
(B)(4) - RMA has not been initiated for this issue. Model pronto m50 powered wheelchair, serial number/date code is (B)(4) amd it is about nine years old. The owner's manual part number 1125085 rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.